Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-13519. It was reported the patient lost therapy. Diagnostics discovered the lead migrated and patient's ipg failed to establish communication with external devices. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. It is unknown if the ipg depleted prematurely. As a result, surgical intervention was undertaken wherein the entire system was explanted and replaced. Effective therapy was established post-operatively.